Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise episodes and oversensing were noted on the right ventricular channel. The lead was capped and replaced. The patient was in stable condition.